Event description:
Customer reported that the buttons on the insulin pump's keypad were responding intermittently or not at all. Customer stated that the insulin pump was not dropped or exposed to moisture. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case at the display window corners.